Event description:
It was reported that two days post-implant, the patient presented with cardiac tamponade and in cardiogenic shock. The electrophysiologist felt these symptoms were secondary to a microperforation. An echocardiogram revealed a large pericardial effusion. The patient underwent pericardiocentesis. The right atrial (ra) lead and right ventricular (rv) lead were successfully repositioned and remain in use. The patient is a participant in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, implantable pulse generator (ipg), implanted: (B)(6) 2014. (B)(4).